Event description:
The customer reported the sys intermittently displayed image files corrupt errors and locking up. Also there were some images that were lost. There was no pt injury death reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The hard drive and the software were installed during the svc call. The sys was tested and found to be working an intended and put back into svc.